Event description:
It was reported that following an implant procedure, prior to release, loss of capture and undersensing was noted on the right ventricular (rv) lead. X-ray imaging was performed and an endocardial lesion was observed. The rv lead was successfully repositioned to resolve the event. No addition intervention was required. The patient was in stable condition.